Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the valve degeneration 4 years later is unknown. It is possible that the patient¿s multiple co-morbidities affected the functional life of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our german affiliates, 4 years and 2 months after the implantation of a 23mm sapien xt valve, the patient was hospitalized due to dyspnea and valve degeneration with stenosis. A re-operation is required, but has not yet been performed. As per pi the event is neither device nor procedure related. Per the hospital report that was provided, morphologically there were no signs of 'floating structures' (this refers to mobile and protruding thrombi), but the opening and closure of the valve was restricted. In color doppler, there was mild pvl. Evaluation of the valve indicated valve had severe aortic stenosis and at least moderate transvalvular insufficiency, most likely of degenerative pathogenesis.